Event description:
It was reported that the customer had a button error alarm on his insulin pump. Customer noticed the insulin pump had moisture damage and had stopped delivering insulin. The customer's blood glucose level was 328 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. However, moisture damage was noted on the electronic assembly during the visual inspection. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.